Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: set 1, meter-inr: 1.3, lab-inr: 3.5. Set 2, meter-inr: 3.7, lab-inr: 4.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: set 1, inratio: 1.3, reference: 3.5, mean: 2.40, confidence-limits: 1.6-3.4. Set 2, inratio: 3.7, reference: 4.0, mean: 3.85, confidence-limits: 2.3-5.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab of test 1 values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Meter and strips returned june 23, 2009. In-house accuracy test. Test date: donor 3 ((B)(6) 2009), donor 4 ((B)(6) 2009). Meters sn: returned meter (B)(4), in-house meter (B)(4). Returned strip ln: 214540. Comparative sys: sysmex 560. Two therapeutic donors. In-house accuracy test. Test date: donor 1 ((B)(4) 2009), donor 2 ((B)(4) 2009). Meters sn: returned meter (B)(4), in-house meter (B)(4). Returned strip ln: 214540. Comparative sys: sysmex 560. Therapeutic donors. In-house accuracy test. (B)(4). Qc 2h result due to technique issue. Allowable difference between inratio inr's and sysmex inr's are calculated. Three replicates for donor 3 does not meet the criteria. Two more donors will be tested to eliminate the possibility that the failure is due to donor specific effect. Additional in-house accuracy test. (B)(4). Allowable difference between inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. From donor 2 on returned meter (B)(4), it exceeded the allowable difference between the inratio inr's and sysmex inr's (+/-0.5) review of trending data and course of action will be determined by qa reviewer.